Manufacturer narrative:
During service for the returned autopulse platform (sn (B)(4)) reported for blood contamination, the device was tested and during initial functional testing, the platform displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message. The load cells replacement required to remedy this issue. The potential root cause was due to defective load cells as a result of damage sustain by mishandling. Customer complaint for blood contamination was confirmed during the visual inspection and required a bio-cleaning. Additionally, a damaged front cover was observed during visual inspection, unrelated to the reported complaint. The autopulse platform is a reusable device. This type of physical damage found during visual inspection is characteristic of normal wear and tear for the age of the device. The autopulse platform was manufactured in september 2008 and it is 11 years old, well beyond its expected serviceable life of 5 years. Following the service repair, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries for 30 minutes without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform sn (B)(4).

Event description:
During service for the returned autopulse platform (sn (B)(4)) reported for blood contamination, the platform displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message.